Event description:
It was reported that the mattresses covers were ripping and allowing fluid to seep into the mattresses. No adverse consequences were reported.

Manufacturer narrative:
Conclusions: mattress was replaced.